Manufacturer narrative:
H.6. Investigation summary: bd received twenty (20) samples, and one (1) photo from the customer in support of this complaint. The photo shows the hemogard closure is missing and the stopper remains in the tube. One hundred (100) retention samples from bd inventory were evaluated by visual examination and the hemogard closure assembly was correctly assembled and placed on the tubes. Ten (10) retention samples from bd inventory were evaluated by functional testing in conjunction with the return sample testing, and the reported issue was not observed. Additionally, twenty (20) retention samples were sent to franklin lakes for r&d testing. Bd was able to confirm the customer¿s indicated failure mode of decapping with the photos provided; however, was not able to be duplicated in the retention or returned sample testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Based upon the a3 problem solving methods and kepner-tregoe tools for root cause analysis, two potential causes were identified and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. The following fields have been updated with additional/corrected information: d.1. Device available for eval: yes d.1. Returned to manufacturer on: 24-jan-2023.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tube the stopper was difficult to remove. This even occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the emergency laboratory department was using 367886 to enter the assembly line. It happened many times that 367886 was not completely uncapped, the rubber stopper blocked the needle, and the equipment shut down."

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tube the stopper was difficult to remove. This even occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the emergency laboratory department was using 367886 to enter the assembly line. It happened many times that 367886 was not completely uncapped, the rubber stopper blocked the needle, and the equipment shut down."

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was returned by the customer in support of this complaint the photo was reviewed and the indicated failure mode for decapping was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the hemogard closure assembly was correctly assembled and placed on the tubes. Ten (10) additional retention samples from bd inventory were evaluated by functional testing and reported issue was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode decapping with the photos provided; however, was not able to be duplicated in the retention testing. Bd was not able to identify a root cause for the indicated failure mode.